Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted posterior leaflet. A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, while removing the dilator, a loss of fluid column was observed. Therefore, the sgc was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure.